Event description:
The distributor contacted animas on (B)(6) 2012 and stated the keypad buttons were intermittently unresponsive and the contrast button did not work. No other information is available at this time. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive; the ok and contrast keypad buttons responded appropriately. Unrelated to the complaint, the audio bolus button was intermittently unresponsive. During investigation, evidence of contamination was found under the up arrow, down arrow, and contrast key contacts.